Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. It was noted that the right ventricular (rv) lead exhibited high impedance, polarity switch, intermittent capture, oversensing and the lead warning was triggered. The lead fracture was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.